Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the circumflex (cx) artery. Ivus was performed and the lesion was predilated with a 2.5x10mm non-bsc balloon, inflated to 10atms for 30 seconds. The physician deployed a 3.50x16mm taxus express2 drug eluting stent, inflated to 16atm for 30 seconds and 18atm for 22 seconds. The balloon was deflated and the physician shot contrast. Thrombus was seen on all areas of the stent. The physician deep seated the guide catheter, to the cx, and delivered integrilin directly through the guide catheter. The physician shot contrast again and the thrombus had dissipated. Medication given: pre - aspirin, plavix; during - nitroglycerin, angiomax, and integrilin; post - plavix. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.